Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result was 62.73 miu/ml and was reported outside the laboratory. A new sample was drawn the next day from the same patient. The result was 4841 miu/ml. The customer pulled the original tube from (B)(6) 2015 and retested it with a result of 4366 miu/ml. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 18318303 with an expiration date of 05/31/2016. The field service representative noted the customer thought that the patient sample was the issue, possibly a bubble or fibrin. He checked the instrument and verified performance of the fluid and sample systems. No instrument problem was found. The customer said that all calibration, qc, and other patient sample results were as expected. Based on the provided information, a specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Most likely, a preanalytic issue was the cause of the issue as no instrument issues could be found.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Unique identifier (UDI)#: (B)(4).